Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
Consumer states that she had a tampon that broke during some point of using. She didn¿t notice until she experienced an odor and had a piece of the tampon fall out.